Event description:
It was reported that the defibrillator was failing the pacer test and cannot select for pacer.

Event description:
It was reported that the defibrillator was failing the pacer test and cannot select for pacer. There was reportedly no patient involvement.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.